Event description:
A valiant thoracic stent graft was inserted in a patient for the endovascular treatment of a 5.3 cm in diameter sacciform thoracic aortic aneurysm in zone one. The landing zone was short. There was moderate calcification near the aortic arch. Prior to stent graft implantation, the physician performed ax-ax bypass and did chimney on the lcca with a luminex stent graft. It was reported that dsa imaging revealed a proximal type ia endoleak however; the physician did not perform a touch-up since the vessel was not in good condition. The physician commented the proximal type I endoleak flow was at a low-speed and it will self-resolve. The patient is being monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4): inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related; short proximal seal zone). Incorrect technique/procedure (implanting the stent graft in zone. Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; short proximal seal zone). Operational context contributed to event (implanting the stent graft in zone 1).